Event description:
A customer contacted baxter technical services(bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to check the patient line. The hc alarmed again. The hp stated he found air in the patient line. The tsr assisted the hp to cycle power. The tsr assisted the hp to press the down arrow to end therapy and press enter. The tsr advised the hp to start over with all new supplies. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated he forgot to open the patient line during the prime which caused the air to get trapped in the line. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm during the initial drain stage was confirmed. The root cause was identified as use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue has been investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.